Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl. Cause of bg level was unclear. Customer mentioned recent "personal issues". Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the intensive care unit. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.